Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer via a company representative (call center) and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who started facial applications of poly-l-lactic acid (sculptra) on (B)(6) 2009 for "flaccid face." On the next day (B)(6), the pt developed edema and purple in the application site. As corrective treatment for these adverse events, the pt used neomycin sulfate+bacitracin (nebacetin) 3 times a day and (B)(4) (moisturizing cream) upon physician's instruction. On (B)(6) 2009, the pt also experienced back pain mainly in the kidney area, matutinal diarrhea, difficulty to breath and increased heart beat (value nos) like palpitations. No corrective treatment was given for these adverse events. All adverse events are ongoing. No further info is available and is expected for this case.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Outcome: ongoing. Addendum for follow-up information received on (B)(4) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.